Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had dislodged. It was also reported that after closing the pocket, impedance measurements were run again, and a high impedance measurement was noted on one of the left ventricular (lv) lead vectors. Prior to closing the pocket, all polarities were within normal range. The pocket was reopened and when examining the header of the cardiac resynchronization therapy defibrillator (crt-d), the lv lead was verified to be in correctly. The physician took out the lv lead from the header and re-screwed the lead back in. This corrected the out of range lv impedance. The atrial lead was also repositioned two more times. The device and ra lead remains in use. No patient complications have been reported as a result of this event.